Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the time was off by 5 minutes. The technical support specialist adjusted time to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system time was incorrect which prevented user from retrieving medication to patients. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.